Event description:
It was reported that the surgeon was using an instrument from the variax elbow set (depth gage), and the metal depth gage wire disconnected from the depth gage holder. Surgeon used a new depth gage and completed the case without any issue.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.